Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found a tear in the enclosed portion of the soft cannula. No issues or damage found that would result in bleeding or bruising at infusion site. Due to the tear, fluid was unable to pass through the fluid path. No other defects or deficiencies were found during the investigation. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 19.6 mmol/l (354 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks. Small traces of ketones were found in the patient's system. Correction boluses were delivered in attempt to lower the patient's bg levels, but the attempts were unsuccessful. To further treat the patient's elevated bg levels, the pod was removed and a new one was applied.